Event description:
According to the reporter, during a thoracoscopic right upper lobectomy, during pulmonary artery resection, after separating the pulmonary artery, the jaws could not be opened and there was difficulty on retracting the knife blade. The powered handle was restarted using a powered approach, but no improvement was seen. A manual adapter tool was used, but the rotation was not possible. After that, the jaws were able to be released, but the surgeon decided to discontinue the use of the powered stapler. A manual stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptshort sig power sigadaptshort lin short adapt - (serial#: (B)(6); sigmret sig power sigmret manual retract tool - (lot#: c7f7401x); sigmret sig power sigmret manual retract tool - (lot#: c7f7401x); sigphandle sig power sigphandle handle - (serial#: (B)(6); sigpshell sig power sigpshell control shell - (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws locked on tissue and it was difficult to retract the knife blade. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.